Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included gallbladder disorder, celiac disease, kidney stones, allergic rhinitis, stomach pain, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) since 2012, clarithromycin (macrobid) since 2015, ergocalciferol (vitamin d2) since 2016, fexofenadine hydrochloride (allegra) since 2012, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) since 2013, ibuprofen (motrin) since 2012, levothyroxine since 2015, macrogol 3350 (miralax) since 2015, melatonin since 2015, mometasone furoate (nasonex) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft) and trazodone. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection") and vaginal infection ("infection; yeast/vaginitis"). In 2012, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction; metal allergy"), depression ("psychological or psychiatric problems; anxiety,"), urticaria ("rashes or skin conditions: hives"), eczema ("rashes or skin conditions: eczema"), rosacea ("rashes or skin conditions: rosacia"), cystitis interstitial ("bladder or urinary problems or changes: cystitis interstitial") and anxiety ("psychological or psychiatric problems; anxiety,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), cervicitis ("other: cervicitis"), female sexual dysfunction ("apareunia,"), urinary tract disorder ("urinary problems or changes"), raynaud's phenomenon ("raynaud's disease"), fungal infection ("infection; yeast/vaginitis"), migraine ("migraines"), headache ("headaches,"), back pain ("back pain"), carpal tunnel syndrome ("carpel tunnel"), sinusitis ("sinusitis") and vulvovaginal pain ("vaginal pain"). The patient was treated with alfuzosin, alprazolam, sulfanilamide (azol) and surgery (hysterectomy with bilateral salpingectomy - robotic hysterectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, urticaria, dysmenorrhoea and vaginal discharge had resolved, the abdominal pain lower, vulvovaginal mycotic infection, cervicitis, allergy to metals, female sexual dysfunction, dyspareunia, fatigue, alopecia, fungal infection, vaginal infection, migraine, headache, depression, eczema, rosacea, back pain, cystitis interstitial, pelvic pain and vulvovaginal pain outcome was unknown, the raynaud's phenomenon, carpal tunnel syndrome and sinusitis had not resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, carpal tunnel syndrome, cervicitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, rosacea, sinusitis, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- vaginal pain. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin from june 2011 to 21-nov-2011. Concurrent conditions included gallbladder disorder, celiac disease, kidney stones, allergic rhinitis, stomach pain, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) since 2012, clarithromycin (macrobid) since 2015, ergocalciferol (vitamin d2) since 2016, fexofenadine hydrochloride (allegra) since 2012, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) since 2013, ibuprofen (motrin) since 2012, levothyroxine since 2015, macrogol 3350 (miralax) since 2015, melatonin since 2015, mometasone furoate (nasonex) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection"), cervicitis ("other: cervicitis"), fungal infection ("infection; yeast/vaginitis") and vaginal infection ("infection; yeast/vaginitis"). In 2012, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction; metal allergy"), depression ("psychological or psychiatric problems; anxiety,"), urticaria ("rashes or skin conditions: hives"), eczema ("rashes or skin conditions: eczema"), rosacea ("rashes or skin conditions: rosacia"), cystitis interstitial ("bladder or urinary problems or changes: cystitis interstitial") and anxiety ("psychological or psychiatric problems; anxiety,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), female sexual dysfunction ("apareunia,"), urinary tract disorder ("urinary problems or changes"), raynaud's phenomenon ("raynaud's disease"), migraine ("migraines"), headache ("headaches,"), back pain ("back pain"), carpal tunnel syndrome ("carpel tunnel"), sinusitis ("sinusitis"), vulvovaginal pain ("vaginal pain"), milk allergy ("food sensitivity to dairy"), gluten sensitivity ("food sensitivity to gluten"), arthralgia ("joint pain // wrist pain") and urinary tract infection ("uti's"). The patient was treated with alfuzosin, alprazolam, omeprazole magnesium (prilosec), and surgery (hysterectomy with bilateral salpingectomy - robotic hysterectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, alopecia, urticaria, dysmenorrhoea, vaginal discharge and arthralgia had resolved, the abdominal pain lower, vulvovaginal mycotic infection, cervicitis, allergy to metals, female sexual dysfunction, dyspareunia, fatigue, fungal infection, vaginal infection, migraine, headache, depression, eczema, rosacea, back pain, cystitis interstitial, pelvic pain, vulvovaginal pain, milk allergy, gluten sensitivity and urinary tract infection outcome was unknown, the raynaud's phenomenon, carpal tunnel syndrome and sinusitis had not resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, carpal tunnel syndrome, cervicitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, gluten sensitivity, headache, menorrhagia, migraine, milk allergy, pelvic pain, raynaud's phenomenon, rosacea, sinusitis, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: immune system is now excellent. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disorder, celiac disease, kidney stones, allergic rhinitis, stomach pain, uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), the first episode of fungal infection ("yeast infection"), cervicitis ("other: cervicitis"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction; metal allergy"), female sexual dysfunction ("apareunia,"), urinary retention ("bladder or urinary problems or changes"), raynaud's phenomenon ("raynaud's disease"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), alopecia ("hair loss"), the second episode of fungal infection ("infection; yeast/vaginitis"), vaginal infection ("infection; yeast/vaginitis"), migraine ("migraines"), headache ("headaches,"), depression ("psychological or psychiatric problems; depression"), anxiety ("psychological or psychiatric problems; anxiety,"), urticaria ("rashes or skin conditions: hives"), eczema ("rashes or skin conditions: eczema"), rosacea ("rashes or skin conditions: "rosacea""), dysmenorrhoea ("dysmenorrhea,"), back pain ("back pain"), carpal tunnel syndrome ("carpel tunnel"), sinusitis ("sinusitis"), vaginal discharge ("vaginal discharge") and cystitis interstitial ("bladder or urinary problems or changes"). The patient was treated with alfuzosin, alprazolam, sulfanilamide (azol) and surgery (hysterectomy with bilateral salpingectomy - robotic hysterectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary retention, urticaria, dysmenorrhoea and vaginal discharge had resolved, the abdominal pain lower, cervicitis, allergy to metals, female sexual dysfunction, dyspareunia, fatigue, alopecia, the last episode of fungal infection, vaginal infection, migraine, headache, eczema, rosacea, back pain and cystitis interstitial outcome was unknown, the raynaud's phenomenon, carpal tunnel syndrome and sinusitis had not resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, carpal tunnel syndrome, cervicitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, raynaud's phenomenon, rosacea, sinusitis, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of fungal infection and the second episode of fungal infection to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr received: new events: menorrhagia, allergy to metals, female sexual dysfunction, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, alopecia, fungal infection, vaginal infection, migraine, headache, depression, anxiety, urticaria, eczema, rosacea, vaginal discharge, cervicitis, back pain, carpal tunnel syndrome, sinusitis, raynaud's phenomenon, urinary retention were added. Reporter, patient demographic information, other relevant history, concomitant drugs added. Previously reported event abdominal pain outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included gallbladder disorder, celiac disease, kidney stones, allergic rhinitis, stomach pain, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) since 2012, clarithromycin (macrobid) since 2015, ergocalciferol (vitamin d2) since 2016, fexofenadine hydrochloride (allegra) since 2012, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) since 2013, ibuprofen (motrin) since 2012, levothyroxine since 2015, macrogol 3350 (miralax) since 2015, melatonin since 2015, mometasone furoate (nasonex) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft) and trazodone. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection"), cervicitis ("other: cervicitis"), fungal infection ("infection; yeast/vaginitis") and vaginal infection ("infection; yeast/vaginitis"). In 2012, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction; metal allergy"), depression ("psychological or psychiatric problems; anxiety,"), urticaria ("rashes or skin conditions: hives"), eczema ("rashes or skin conditions: eczema"), rosacea ("rashes or skin conditions: rosacia"), cystitis interstitial ("bladder or urinary problems or changes: cystitis interstitial") and anxiety ("psychological or psychiatric problems; anxiety,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), female sexual dysfunction ("apareunia,"), urinary tract disorder ("urinary problems or changes"), raynaud's phenomenon ("raynaud's disease"), migraine ("migraines"), headache ("headaches,"), back pain ("back pain"), carpal tunnel syndrome ("carpel tunnel"), sinusitis ("sinusitis"), vulvovaginal pain ("vaginal pain"), milk allergy ("food sensitivity to dairy"), gluten sensitivity ("food sensitivity to gluten"), arthralgia ("joint pain // wrist pain") and urinary tract infection ("uti's"). The patient was treated with alfuzosin, alprazolam, omeprazole magnesium (prilosec), and surgery (hysterectomy with bilateral salpingectomy - robotic hysterectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, alopecia, urticaria, dysmenorrhoea, vaginal discharge and arthralgia had resolved, the abdominal pain lower, vulvovaginal mycotic infection, cervicitis, allergy to metals, female sexual dysfunction, dyspareunia, fatigue, fungal infection, vaginal infection, migraine, headache, depression, eczema, rosacea, back pain, cystitis interstitial, pelvic pain, vulvovaginal pain, milk allergy, gluten sensitivity and urinary tract infection outcome was unknown, the raynaud's phenomenon, carpal tunnel syndrome and sinusitis had not resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, carpal tunnel syndrome, cervicitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, gluten sensitivity, headache, menorrhagia, migraine, milk allergy, pelvic pain, raynaud's phenomenon, rosacea, sinusitis, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: immune system is now excellent. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New events added: sensitivity to dairy products, gluten sensitivity, joint pain, uti. Outcome updated for hair loss. Lab data added. Date implanted updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping") and fungal infection ("yeast infection"). The patient was treated with surgery (a hysterosalpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, vaginal haemorrhage, abdominal pain lower and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fungal infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.